Event description:
Later, it was reported that the patient underwent a full revision due to battery depletion and lead fracture. The suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
It was that the patient was seen in clinic and was noted to have impedance x-rays were taken in order to determine the continuity of the lead. Ap and lateral chest and neck x-rays were received and reviewed. The x-rays were provided after report of high impedance. The generator was located in the patient¿s left chest below rib four not per labeling. The complete insertion of the connector pin cannot be fully assessed due to the poor image quality. The feedthrough wires were confirmed to be intact. A strain relief bend is present and appears to be placed per labeling. No strain relief loop was present. Two tie downs appear to be present according to labeling for securing the strain relief bend, but not the recommended three tie downs as outlined per labeling. No gross fractures or sharp angles were observed in the patient¿s leads. The lead wires at the connector pin appeared to be intact. The cause of the high impedance is unknown based on the review of the x-rays, however based on the implant duration of both the generator and lead, lead fracture is the most likely cause of the high impedance. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.